Event description:
It was reported that the patient developed a fever post implant. In 2009, the patient presented to the emergency room due to fever. About 2 days later, he expired during treatment. Coliform was found in the patient's blood. The physician believed that the patient died of infection.

Manufacturer narrative:
Review of quality records.